Event description:
Additional information that was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, increased capture threshold and far-field p-wave oversensing were observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed, however a micro-dislodgement was suspected. A revision procedure is anticipated. No further intervention has been performed. The patient was stable and will continue to be monitored.